Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. As a result, a revision procedure was scheduled. Prior to the revision, shock vector testing was performed and a vector was identified with appropriate shock impedance measurements. A test shock at maximum energy was performed and still yielded appropriate measurements. As a result, the revision was not performed. No additional adverse patient effects were reported.